Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current measurement and self test however, the pump was received with high sleep current. No unexpected battery failed alarm noted during testing. The trace and history files were successfully downloaded using thump. The power management graph confirmed the battery depletes faster than expected. With reference to the battery duration failure analysis instructions, the customer experienced excessive low battery alerts less than 7 days per the pump history records. A review of the history files reveals between oct and dec 2024 there were fourteen (14) low battery alerts, listed below: oct 2024 six (6) low battery alerts (10/5, 10/10, 10/15, 10/20, 10/25, and 10/30) nov 2024 seven (7) low battery alerts (11/4, 11/9, 11/12, 11/16, 11/19, 11/23, and 11/28) dec 2024 one (1) low battery alert (12/3) the customer experienced low battery life (less than seven (7) days) per the pump history records. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unexpected battery failed alarm is not confirmed. Low battery life (battery charge lasting less than expected) is confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.